Event description:
The customer reported that the system locked up and the image froze. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. Connections and cables were evaluated and the error log files were examined. The system was tested and found to be working as intended and put back into service.